Manufacturer narrative:
Date of event is estimated. E1: (B)(6). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported the patient is experiencing ineffective therapy. In turn, surgical intervention was undertaken wherein the lead was explanted and replaced to address the issue. During the procedure the physician noticed the lead was fractured. Effective therapy restored.

Manufacturer narrative:
The reported event of broken lead was confirmed. As received, microscopic inspection of the stim end segment revealed broken wires in the lead which will cause high impedance and loss of therapy. The cause for the event remains unknown.